Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the patient that the reason they had the new implanted device was because there was a revision. No further complications were reported at this time.